Manufacturer narrative:
No medwatch form was received. Insulation and conductor damage was found at 31.3-32.0cm from the end of the connector pin consistent with clavicle crush damage. The sensing conductor insulation was abraded. This is consistent with the observation from the field of noise.

Event description:
It was reported that during follow up, noise was observed on the rv channel. At explant, an insulation anomaly proximal to the rv coil was observed. No electrical anomalies were noted. Lead was replaced. Patient condition was good.